Event description:
Rep reports that, the pt had to be taken back to the operating room to revise this codman hakim programmable valve w/siphonguard due to a fracture in the junction of the valve to the siphonguard. It split apart upon removal and they had to extend the incision to remove the siphon guard portion. Nothing was reimplanted.

Manufacturer narrative:
Codman has received the device for eval. Upon completion of the investigation, a follow up report will be filed.